Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 424 mg/dl. The customer stated that he had typical high blood glucose readings when changing sets. The customer stated that he had issues with high blood glucose readings when trying a larger cannula size. The customer declined to troubleshoot for high blood glucose readings.